Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant in site #30 fractured at the collar and the screw from the abutment fractured as well. Implant removed.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The product was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (60644089) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the lot (60644089) for similar events and no other complaint was identified. Functional testing could not be performed since the product was fractured. Therefore, the reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is excessive loading on abutment/implant assembly, incorrect assembly of components or long term parafunctional habits of the patients (e.g. Clenching, bruxism and overloading) ¿ the device had been placed for approximately 12 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.